Event description:
Reporter indicated that vns pt was presumed to be deceased after he was missing for over two weeks. The pt was reportedly surfing at the time of his disappearance. His body was not recovered. The pt experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death.